Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported event. The fluidics pump motor was replaced. The company representative then tested the system and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported a system message was received during a procedure. The system was exchanged to complete the case. There was no patient harm.